Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) channel. This occurred during atrial tachy response (atr) episodes. Boston scientific technical services (ts) review of electrograms did not specify duration of loc. It was noted that the patient would be brought in for further evaluation. No adverse patient effects were reported. This device remains in service.